Event description:
It was reported that the lead was explanted and replaced due to capture anomaly and high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 12cm was returned for analysis. Analysis was normal for the returned lead portion. Without return of the entire lead, a complete analysis could not be performed.